Event description:
The pt had a dead ins (normal battery depletion). It was not possible to read impedances before the procedure. During replacement, it was found that impedances were >10000 ohms. The surgeon was not prepared to perform a lead revision and it was decided that a revision would be done if impedances did not improve after the procedure. At time of post-op programming, the same lead showed impedance >10000. Upon questioning, the pt was unsure whether both leads had worked before the battery died. A new lead implant was planned. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.